Event description:
A call center ticket was logged with the following text "found the unit's rfu indicator show a cross indicator and error log show capacitor energy low:. No pt involvement was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.